Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixated in the atrial chamber. The physician suspected that there might be other substances attached to the lead or some obstacle invisible to the naked eye tfor the lead issue. Physician tried several times to reposition the lead, but failed. The lead was exchanged and there were no adverse consequences reported from the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.